Event description:
It was reported that during use on a (B)(6) pound patient, the autopulse platform performed 7-8 compressions, then stopped and displayed a "realign patient" message. This issue occurred two times. Customer reverted to manual CPR. No adverse patient sequelae was reported.

Manufacturer narrative:
Product in complaint will not be returned. Therefore, physical investigation cannot be performed. A supplemental report will be filed if the product in complaint is returned and investigation has been completed. Customer does not believe that there was an issue with the platform and stated that the patient was just larger than average. Patient's stomach was larger than his chest. They retested the platform with a mannequin and it performed as intended. Per the patient parameters outlined in the autopulse resuscitation system model 100 user guide (pn: 12555-001), "the autopulse is designed for adults with weight of no more than 300 lbs. (136 kg) with chest circumference of 29.9 to 51.2 in. (76 to 130 cm) and chest width of 9.8 to 15 in. (25 to 38 cm)."